Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements. The shock impedance measurements were noted to have increased from the mid 60 ohm range to the mid 140 ohm range over the past year. Myopotential noise was also noted on the shock electrogram (egm). The pacing impedance measurements remained stable. It was suspected that the increase in shock impedance measurements was due to calcification on the lead. The patient underwent a device change out procedure. Implant testing resulted in a shock impedance measurement of 94 ohms. This lead remains in service with the new device. No adverse patient effects were reported. Subsequent additional information was received that reported that during a follow up visit, this right ventricular (rv) lead was still exhibiting gradual high out of range shock impedances. The health care professional (hcp) reported defibrillation threshold (dft) tests were previously completed which showed normal shock impedance measurements. The hcp will continue to monitor at this time. No additional adverse patient effects. This rv lead remains in service. Subsequent additional information was received that indicated a revision procedure was performed. This rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements. The shock impedance measurements were noted to have increased from the mid 60 ohm range to the mid 140 ohm range over the past year. Myopotential noise was also noted on the shock electrogram (egm). The pacing impedance measurements remained stable. It was suspected that the increase in shock impedance measurements was due to calcification on the lead. The patient underwent a device change out procedure. Implant testing resulted in a shock impedance measurement of 94 ohms. This lead remains in service with the new device. No adverse patient effects were reported. Subsequent additional information was received that reported that during a follow up visit, this right ventricular (rv) lead was still exhibiting gradual high out of range shock impedances. The health care professional (hcp) reported defibrillation threshold (dft) tests were previously completed which showed normal shock impedance measurements. The hcp will continue to monitor at this time. No additional adverse patient effects. This rv lead remains in service.